Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for spinal pain. It was reported that the patient was seen for reprogramming. The rep said the patient was doing fine and the device has been controlling the pain. The patient was seen at the end of (B)(6) 2018 for reprogramming to see if that reprogramming helped, but it has not. The patient was feeling shocking sensation with stimulation on at her lower abdomen area, front to low back. The ins is implanted in the lower left flank. The rep reported the patient feels digestive problems and menstrual symptoms. An x-ray was performed, and no lead migration was seen. Impedances were within normal range. It was mentioned the patient has a competitor¿s implant about 5-6 inches from the manufacturer ins. Per the x-ray, the leads from the manufacturer device and competitor device looked close, but they were not crossing each other. The patient also had infrared therapy done, but it was aimed at her knee to her ankle and not the device. The rep palpated around the device and with stimulation off the patient did not feel any discomfort or shocking. With stimulation on, the patient felt some tenderness in her upper back of the right leg, but there was no discomfort on her lower abdomen area. The patient also reported some tightness around her abdomen, but the patient said it does go away. No shocking sensation occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that stimulation was turned off. The patient requested that stimulation remain off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.